Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where [no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.